Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: foreign body remains in the patient. Onset of adverse event: during the procedure. It was reported that the xience v stent was unable to cross the distal left anterior descending artery, despite predilatation with two voyager balloons. During removal of the xience v from the patient, the stent dislodged from the balloon in the calcified left main artery. The dislodged stent was initially caught with a balloon and removed from the coronary artery, but then was lost in the descending aorta. The dislodged stent remains in an unknown location in the patient's vasculature. A non-abbott stent was implanted in the target lesion. The patient's current status is good. There was no additional information received.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.